Manufacturer narrative:
The investigation of high purge pressure has been completed. No product was returned for an investigation. Data log analysis confirmed multiple high purge pressure and purge system blocked alarms occurred before the purge system failure alarm. Additionally, a gradual increase in purge pressure was observed hours before any of the alarms occurred. No abnormally long bag changes were found as well. The most likely cause of the high purge pressure was biomaterial.

Event description:
The complainant reported a 53-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. Purge pressure alarms were reported. The medical staff replaced the purge cassette to resolve the issue. Purge flows and pressures returned to normal limits with tissue plasminogen activator infusion. No patient harm has been reported and the patient remains on impella support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿